Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The pentaray catheter was not able to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a feeling that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium hemostatic valve was caught when the smart touch sf catheter was pulled. Timing when complaints occurred was when the pentaray catheter was going to be put into carto vizigo¿ 8.5f bi-directional guiding sheath - medium, immediately after using smart touch sf catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium, which is the product of complaint, was used as is and the procedure was completed. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The issue with the hemostatic valve was assessed as MDR reportable for a hemostatic valve separation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The pentaray catheter was not able to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was a feeling that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium hemostatic valve was caught when the smart touch sf catheter was pulled. Timing when complaints occurred was when the pentaray catheter was going to be put into carto vizigo¿ 8.5f bi-directional guiding sheath - medium, immediately after using smart touch sf catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium, which is the product of complaint, was used as is and the procedure was completed. The procedure was completed without patient's consequence. The device evaluation was completed on 03-feb-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, functional test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken and slightly dislodged, no damage was observed on the dilator. A microscopic examination of the hub area was performed, and it was found that the hemostatic valve was slightly broken, and marks of stress close to the star axis of insertion were noticed. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. This condition may be related to the event described by the customer. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A functional test was performed, the device was connected to a syringe and positive pressure was applied, water leakage from the same area where the valve was found broken was noticed. The valve issue may be related to the obstruction issue described by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve and obstruction issues reported by the customer were confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 05-jan-2023. No reported damage on sheath/dilator due to the obstructed sheath. The physician could not confirm any occlusion when irrigating the sheath. No material causing the obstruction. Could not be more specific on what section broke or separated. The hemostatis valve did not dislodge inside or outside the hub. The brim cap/hub did not become detached from the sheath. No picture to provide. The sheath was used on the patient. No air entered the patient¿s body. No blood return was observed. No treatment was required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).